Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the first staple was malformed. The second clip was spit out of the device (spitting clip). There was no patient consequence.